Event description:
Based on the manufacturer's investigation, it was confirmed that pins #3 and #4 are melting/burning. No adverse event reported. Accu-chek customer care service center replaced system.